Manufacturer narrative:
(B)(4).

Event description:
Additional information received from an hcp for a clinical study, via a manufacturer representative, reported a return of symptoms including urinary urgency, pollakiuria, and nocturia by system failure on migration of the electrode which was confirmed radiographically on (B)(6) 2015. The estimated onset date was (B)(6) 2015. The event was serious as there was a repositioning of the electrode done on (B)(6) 2015 and the patient recovered on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp for a clinical study reported the lead migration was due to ¿important loss of weight.¿ the patient was hospitalized from (B)(6) 2015. Outcome remained unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's lead moved. Relevant medical history includes idiopathic functional urinary retention since 2004. If additional information is received, a follow-up report will be sent.